Event description:
The hospital rep reported an infusion pump with an 812:02 failure code. The hospital rep stated they have no recordof any patient incident involving the pump since the last baxter service event. Although attempts were made by the baxter service facility to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device.